Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and visual evaluation noted that it was returned in one piece. The fiber measured approximately 309.4 cm from the top of the connector to the tip. The fiber included a kink along the body which measured approximately 140.4 cm from the top of the connector to the kink. The exposed glass portion of the tip measured approximately 6 mm and appeared degraded. Fibers are consumable and meant to degrade. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the fiber would not fire during a procedure. The reported event was confirmed. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 12, 2020 that a lighttrail single use 270um laser fiber was used in a laser ureteroscopy of stone procedure in ureter performed on (B)(6) 2020. The reported laser unit settings were 18 millijoules and 12 hertz. According to the complainant, the laser fiber was recognized by the machine and working correctly, but it stopped firing in the middle of the procedure. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and fiber body.